Event description:
Same case as MDR ID 2134265-2014-01173. It was reported that catheter entrapment on guide wire occurred. After the 035/260 amplatz super stiff guide wire crossed the target lesion, the 10x30x75 epic vascular stent system was advanced and the stent was deployed. However, the stent delivery system became stuck on the guide wire when attempting to remove it. The devices were removed together as a unit without issue. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: visual inspection was performed and the wire was returned stuck inside the catheter and could not be removed from it. The outer diameter (od) dimensions were taken and are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).